Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin gauge was incorrect. Reportedly, pump was displaying a static number. Additionally, it was reported that resistance was experienced during the fill process. Customer declined to load new cartridge to resolve the issues. The customer continued to use current cartridge for insulin therapy. Customer's blood glucose was 86 mg/dl.